Manufacturer narrative:
The report of device keys not working was confirmed and replicated during testing with the following keys not operating: silence, s6, 1, 4, 7, clear. Inspection of the returned keypad showed cracks at traces # 1 and # 2 along with fluid ingress at traces 1, 2, 16, 17, 18, 19, 20. The proximate cause for the pcu inoperative system on button was due to fluid ingress to the ribbon cable which lead to cracking of the keypad flex circuit on traces on pin # 1 and pin # 2. Device history review: review of the pcu device and production record could be performed since no serial number was provided. Review of the production failure record for the pcu 8015 front case with keypad (tc10008389 was performed. The failure record showed no quality notifications opened related to the reported complaint.

Event description:
It was reported the front case is being replaced since none of the keys are working. (Pcu).